Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fiber 3 did not meet specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. Further investigation revealed the shaft had been fractured in multiple locations and optical fiber 3 was fractured at the location of one of the shaft fractures, consistent with the detected optical signal issue and the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured optical fiber remains unknown.

Event description:
This report is to advise of a fracture found in the catheter during analysis exposing internal wiring.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed the shaft had been fractured between electrode rings 2 and 3 as well as proximal to electrode ring 4. A braid was protruding from the fractured shaft proximal to e4. Optical fiber 3 was fractured at the location of the shaft fracture proximal to electrode ring 4, consistent with the detected optical signal issue and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft fracture proximal to electrode ring 4 remains unknown. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.